Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data rom the device. The analyst noted resistance/impedance increases. The daily pace impedance trend data shows an abrupt spike increase for lv perm pace impedance of 437 to 4047 ohms peak between (B)(6) 2011 and (B)(6) 2011, then returns to a baseline of 342 ohms on (B)(6) 2011. High resistance/impedance was also noted. One - patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2011 09:00:08. Daily hv lead impedance trend data shows an abrupt increase for svc defib of 41 to 126 ohms peak between (B)(6) 2011 and (B)(6) 2011.

Event description:
It was reported that the patient had a revision on the left ventricular lead due to high threshold. The lead was capped. No patient complications have been reported as a result of this event.